Manufacturer narrative:
Zoll medical corporation evaluated the data file and the customer's report was not confirmed. Review of the files showed instances where the device loses patient impedance related to poor connection between the patient and the leads which is by design. The device detected multiple advisory messages. Faults serve as alerts indicating the device could not recognize the patient's impedance. The user mistakenly believed pressing the lead view button prevented pacing. However, the actual reason the device did not display pacer capture was due to an ECG lead fault condition. Once the device detected a valid patient impedance, the device displayed an ECG signal. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.